Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 5atm and 7atm for 15 seconds each. However, it was noted that the balloon ruptured on the distal side during second inflation. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported.